Event description:
During lacrimal duct dilation and probing with possible stent placement, the physicians noted small metal fragments on the inside of the eye as well as in the lacrimal duct. It was found to be coming off of one of the lacrimal dilators. The physicians were able to remove fragments from the eye and lacrimal duct so the patient did not sustain any injury.